Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that during a lead revision procedure reported in manufacturer report numbers 1627487-2019-07971, 1627487-2019-07972, 1627487-2019-07973 and 1627487-2019-07974. Premature battery depletion issue was observed. Patient reported discomfort issue at the implantable pulse generator (ipg) site as well. Device was explanted and a new device was implanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.